Event description:
Consumer's wife called stating that when the consumer utilizes the 6599 bariatric drop arm commode the left drop arm allegedly will not stay locked and the arm collapses when weight is applied. The arm is allegedly loose. The right drop arm is allegedly tight. The consumer had preexisting hip surgery and when the arm drops it allegedly hits him in the hip, causing him horrible pain. No medical intervention was sought.